Event description:
Leica biosystems received a customer complaint that tissue specimens were underprocessed. On (B)(6) 2018, leica biosystems received information that (B)(4) affected tissue samples were destroyed and not able to be diagnosed. Patient identifier information was requested but the customer was unwilling to provide additional information. If additional information is obtained a follow up report will be submitted.